Event description:
It was reported, that this patient had experienced a car crash accident. And received eight shocks from the device. To this date, this device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).